Manufacturer narrative:
Additional information: the complaint allegation was confirmed. One unpackaged ar-1927bcf-45 batch 15197683 was received for evaluation. Functional testing was not performed as the device screw was received broken on the shaft. Visual evaluation revealed that the screw was fractured in half, with material loss observed on the threads, which also appeared warped. No damage was noted on the handle or suture attached to the handle. The most likely cause of the reported failure is user error, specifically improper bone preparation, excessive force, and misalignment of the insertion.

Event description:
On 7th april 2025, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. Another new ar-1927bcf-45 was used but the same issue happened again. This was detected during a rotator cuff repair procedure on (B)(6) 2025. The procedure was successfully completed by using another new ar-1927bcf-45 instead. Ar-1927ptb-45 was used to prepare the bone socket, and no fragments were left in the patient. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.